Event description:
The customer reported that a critical failure was detected after running operational check. They noted a therapy pca failure during operational check in the status log.

Manufacturer narrative:
(B)(4). The customer reported that a critical failure was detected after running operational check. They noted a therapy pca failure during operational check in the status log. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.